Manufacturer narrative:
Device investigation summary - the returned instrument was examined and the complaint condition was able to be confirmed as the as the threaded tip was found to be peeling; there were no fragments missing. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while disengaging from a screw. The locking-holding sleeve (03.632.036) one of seven (7) holdings sleeves for the matrix spine system utilized during screw insertion. The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the locking holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned instrument was examined and the complaint condition was able to be confirmed as the as the threaded tip was found to be peeling; there were no fragments missing. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while disengaging from a screw. Relevant drawings for the returned instruments were reviewed. A design change was noted which addressed the failure mode of the thread tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured after these changes were applied. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot numbers and no complaint-related issues were identified with the lot numbers which may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing date: december 13, 2011 - manufacturing location: (B)(4). A non-conformance report (ncr) was generated during production of this lot. One (1) device was scrapped due to a decontamination documentation error: the "vet submersion¿ checked rather than the "human submersion.¿ incorrect documentation would have no bearing on the function of the device and is therefore not relevant to the complaint condition. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a posterior lumbar interbody fusion procedure at l4-5 on (B)(6) 2015. During the procedure, the surgeon experienced difficulty with one of the matrix screw holders. The threaded portion of the holder began to unwind as the surgeon attempted to remove the holder from the last screw at l5 on the right. The device did not break or separate into pieces. The procedure was completed successfully with no reported delay. The patient was reportedly "stable" post-operative. This report is 1 of 1 for (B)(4).